Event description:
It was reported by service report that the head right wheel was broken exposing the wheel bearings. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Wheel.